Manufacturer narrative:
Device evaluated by MFR: the guidezilla ii guide extension catheter was returned for analysis in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed tip damage (delamination of inner layer inside of tip/ovalized), a complete separation at the collar, and distal shaft damage (flattened/pinched) to the entire length of the shaft. The damage to the collar is consistent with excessive torsion applied to the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device separated during the procedure. A 6f guidezilla ii guide extension catheter was selected for a complex procedure in the ramus interventricularis anterior (riva). The physician attempted to perform pre dilation in the vessel using a 6f guiding, but there was resistance and the stent was unable to be placed. The physician then attempted, but was unable, to place this device in the riva. Upon withdrawing this device from the guiding catheter, strong resistance was felt. The device became stuck on the hemostasis valve adapter and when attempting to pull on the device, it tore apart. The separated portion was contained within the hemostasis valve, and was retrieved successfully; no portion of the separated device ever entered the patient's anatomy. The procedure was completed with another of the same device. No patient complications occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device separated during the procedure. A 6f guidezilla¿ ii guide extension catheter was selected for a complex procedure in the ramus interventricularis anterior (riva). The physician attempted to perform pre dilation in the vessel using a 6f guiding, but there was resistance and the stent was unable to be placed. The physician then attempted, but was unable, to place this device in the riva. Upon withdrawing this device from the guiding catheter, strong resistance was felt. The device became stuck on the hemostasis valve adapter and when attempting to pull on the device, it tore apart. The separated portion was contained within the hemostasis valve, and was retrieved successfully; no portion of the separated device ever entered the patient's anatomy. The procedure was completed with another of the same device. No patient complications occurred.